Event description:
Patient had device implanted 11/25/91. According to the record, she developed skin breakdown over the inferior margin of the pump which was located in the right abdominal wall. The pump had been non functional for about two months. She returned to surgery 10/21/92 for the removal of the infusor and the catheter. The catheter had sheered off where it passed into the lumbar subarachnoid drain and had to be retreived. The implants were removed and wound cleaneddevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.